Manufacturer narrative:
(B)(4). Nonstructural dysfunction (nsvd) may play a role in the development of valvular stenosis and/or regurgitation. In this case, pannus growth on the valve was noted, causing the patient's stenosis and regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted 11 years and eight (8) months, was explanted due to moderate-to-severe stenosis and significant regurgitation. The patient also presented with atrial fibrillation and congestive heart failure, and developed increasing shortness of breath and dyspnea on exertion. During explant, the mitral valve had pannus that was partially immobilizing two of the three leaflets. There were also two perivalvular leaks; one large leak and a smaller one. The explanted device was replaced with another edwards bioprosthetic valve. He tolerated procedure well and returned to cardiac surgical ICU in stable condition. He was discharged home in good condition on pod #7.

Manufacturer narrative:
Evaluation summary: customer report of pannus was confirmed. Report of stenosis, and regurgitation could not be confirmed due to condition of the valve as received. As received, all three leaflets were cut. Five leaflet fragments were returned; four of them matched up to the valve. The missing fragments of the valve measured approximately 10mm x 3mm on leaflet 1, 10mm x 6mm on leaflet 2, and 10mm x 10mm on leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. X-ray demonstrated minimal calcification on all three leaflets. Both bands, wireform, and sewing ring were cut at commissure 2; the ends matched up. Also, the wireform was observed to be cut near leaflet 2 as seen on x-ray.